Manufacturer narrative:
Nevro is awaiting for the return of the device for analysis.

Event description:
It was reported to nevro that a patient had acquired an infection. The patient was hospitalized and was provided IV antibiotics. Follow up report indicated that the patient had recovered without sequelae.

Manufacturer narrative:
The device was explanted and returned for analysis. Visual analysis of the returned device did not find any anomaly. The device was functionally tested and analyzed. The device operated to specifications. Review of our manufacturing records including sterilization found no anomalies. Based on the investigation performed, it does not appear that the infection is device related.